Event description:
This report addresses the issue of use error- breach in aseptic technique. During troubleshooting for an alarm, the home patient (hp) informed the baxter technical representative (tsr) they cut the patient line with their scooter. The home patient (hp) stated they cleaned everything up. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.